Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) for cardiac arrest, the device would not power up on battery power. Complainant indicated that the device did power up on ac power. Complainant indicated that the clinician used the device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.